Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarm with the homechoice (hc) machine during drain 3 of 6. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to cycle power twice to clear the alarms. The tsr then explained that the supplies were compromised. The tsr was unable to find the cause so the hp would save the cassette. The hp would finish with manual supplies. The tsr advised the hp to contact the nurse to advise her of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not know what may have caused the alarm to occur. The hp provided the lot number. The hp advised that he was able to resume therapy successfully with new supplies. The hp stated he received a new cycler to resolve the issue. The hp stated he has not had any issues since receiving the new cycler. The hp did contact his nurse who advised him on proper procedures. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported system error 2240 occurred was confirmed. The root cause was undetermined. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.